Manufacturer narrative:
Medwatch sent to FDA on: 02/18/2011. The product associated with this report will not be returned. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Infection, inflammation and pain are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported event of pain as follows: "there were additional occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band sys that occurred in fewer than 1% of subjects included: ...abdominal pain, chest pain, incision pain, and... Port site pain."

Event description:
Doctor reported that pt was admitted to hospital. Tests revealed info and possible infection of the lap-band. Gastroscopy did not reveal erosion. Band removed. Chronic inflammation noted at surgery. Pt recovering well.